Event description:
It was reported the patient received the following results within 15 minutes: hi mg/dl (which on the system indicates a result in excess of 600 mg/dl; guide system) and 200 mg/dl (nurse's meter).